Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The reported patient effects of occlusion and restenosis are listed in the supera instructions for use, as known patient effects associated with the use of the device. The lot history record for this product could not be reviewed because the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled: impact of implantation defects on intermediate outcome of supera stent for popliteal artery stenosis. [(B)(4)].

Event description:
It was reported through a research article identifying supera self expanding stents that may be related to in-stent restenosis and occlusion. Occlusion and in-stent restenosis were treated surgically or with percutaneous transluminal angioplasty. Specific patient information is documented as unknown. This article summarizes clinical outcomes of 46 patients that were treated with abbott devices. Details are listed in the attached article, titled "impact of implantation defects on intermediate outcome of supera stent for popliteal artery stenosis".